Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis while performing continuous ambulatory peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not clean the area before starting pd therapy. The event was manifested by abdominal pain, diarrhea, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Three weeks after the onset, the peritonitis was resolved, the patient was recovered from the event and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.